Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture threshold and decreased sensing were observed. The lead was explanted and replaced. The patient condition was fine after the event.